Manufacturer narrative:
Unit passed self-test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thumps software. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. No unexpected, failed battery alarm noted during testing. Unit received with fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for failed battery alarm or unresponsive keypad. Unit passed all required testing. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, keypad/button unresponsive/button error, sensor glucose versus blood glucose. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-7020la. Troubleshooting was not performed. Customer reported that the pump rejects new batteries, sticky buttons, and transmitter doesn't have accurate numbers. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-7020la.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.